Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that one hour following placement of a smiths medical portex® soft seal® cuff endotracheal tube a cuff leak was found. The physician reported leakage at the inflation line near the pilot balloon after testing. Subsequently, a tube change out was required with no reported adverse patient effects.

Manufacturer narrative:
One portex® soft seal® cuff endotracheal tube was returned for analysis in used condition. No discrepancies were found upon visual examination. Functional testing was then performed by inflating the cuff while submerged under water; leakage was observed coming out from a small tear in the pilot balloon. Relevant documents were reviewed and adequate. An audit of the training records were reviewed and procedures were reviewed; no discrepancies found. A review of 32 units was performed noting no discrepancies. Based on the evidence the complaint was confirmed. The most probable root cause was found to be from manufacturing; lack of detection by production personnel or wear of the rubber used in the fixture for the printing of the inflation line could have occurred.